Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time the complaint received. No devices were available for return. This issue was addressed through design changes to the plate and the variable angle screws. The failure of the spring arm to lock over the screws was addressed in the failure modes and effects analysis (fmea) of the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure using a three level manta ray anterior cervical plate, the surgeon observed that four of the eight locking arms of the plate did not function correctly when the screws were inserted. There was no adverse outcome for the pt.